Manufacturer narrative:
The company thought it prudent to submit an MDR. It appears this may have been attributed to operator technique.

Event description:
While performing a procedure in the urinary tract, the tip of an optical fiber broke off and went into the bladder. The physician retrieved the tip from the bladder. No further problem for the patient was noted regarding this event.